Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture and left-sided grade IV capsular contracture. Ultrasound performed in (B)(6) 2020 and MRI performed on (B)(6) 2020 both indicated bilateral gel bleed and the left-sided implant appeared to have leaked more than the right-sided implant. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed based on the pre-op scans and physical examination. As a result, the patient underwent bilateral removal and replacement with unspecified mentor breast implants on (B)(6) 2020. This report is for the left-sided device.

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. A tear measuring approximately 2.5 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-sep-2020, it was found that additional information regarding the replacement devices was omitted on the previous report. The replacement devices are two 525cc mentor memorygel breast implant prostheses (catalog #: smpx-525, left serial #: (B)(6), right serial #: (B)(6).). Manufacturer's reference number: (B)(4).